Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis revealed that current drain level was higher than normal for this device and the cause of the early battery depletion. High leakage current through tantalum battery filter capacitor caused the high leakage current.